Event description:
When disconnecting a piggyback IV from another IV tubing set, the connection snapped off leaving the male end in the female luer lock. This created an open line and blood was able to flow out. Manufacturer response for continu-flo solution set, (brand not provided) (per site reporter).